Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer's blood glucose was 207 mg/dl. The customer continued to use the pump for insulin therapy as a new cartridge was ultimately loaded successfully.